Manufacturer narrative:
Additional clarification and information was received on august 10, 2017. Patient required extended hospitalization as a result of the adverse event to manage the tamponade as well as the subsequent stroke. On post-procedure day 5, a stroke was diagnosed. Patient was discharged home. Medical history includes a hospital admission in (B)(6) 2017 for chest pain. Physician¿s opinion regarding the cause of the tamponade is that it was procedure-related. Physician¿s opinion regarding the cause of the cerebrovascular accident was reported as unknown. (B)(4).

Manufacturer narrative:
At 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17489698m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and a cerebrovascular accident. During the ablation phase, a pericardial effusion was confirmed via intracardiac echocardiogram. No intervention was necessary at the time. Patient was reported to be in stable condition. Patient¿s condition worsened, as she required a pericardiocentesis the following day. Patient required extended hospitalization as a result of the adverse event to manage the tamponade as well as the subsequent stroke. Patient remained in the hospital at the time of complaint follow-up. There were no factors cited that may have contributed to the adverse event. It was noted that the patient was otherwise healthy. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. Sheath used was a st. Jude medical agilis 8.5 french. Smartablate generator was in power control mode at the time of injury. Power was titrated, reaching the target setting in approximately 15-20 seconds. There is no further information regarding generator settings. During the procedure, there was only 1 ablation performed, which lasted approximately 60 seconds. This ablation site was approximately 1 cm from the site of injury. Last ablation cycle time at the site of injury was not reported, as the site of injury was not ablated. Irrigated catheter flow was set on.